Event description:
It was reported that the patient had an inappropriate shock due to oversensing. The shock occurred in the secondary sensing vector. The device has now been reprogrammed to the alternate sensing vector. The shock impedance was less than 30 ohms. The clinic stated the patient is a very frail gentleman. The patient will be monitored via latitude. There were no additional adverse patient effects.